Event description:
Boston scientific received information that this patient had undergone an av node ablation and this caller wanted to optimize the minute ventilation (mv) sensor. The caller tried to perform a manual mv sensor calibration and it failed saying that it was suspended because of noise. However, there was no noise on the leads. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant inquired if there is surface or telemetry patches on the patient and the caller stated patient is on telemetry. The consultant asked if they could remove these temporarily for purposes of calibrating the mv sensor and the caller stated he did not want to take these off right now because they want to continue to monitor the patient. The consultant then stated they could wait and see if the automatic calibration will work over six hours and when they are ready to take the patient off of telemetry, they can verify that the sensor already calibrated or try a manual calibration at that time. The caller stated they will wait and check sensor status later